Event description:
It was reported that prior to starting a da vinci surgical procedure, it was noted that the cobra grasper instrument was unable to be recognized by the system. No missing or fallen pieces were reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation was unable to replicate the customer reported complaint. No trouble was found. The instrument was placed on an in house system and driven. The instrument passed engagement and recognition testing. The instrument moved intuitively with full range motion. Failure analysis investigation found the instruments main tube had scratch marks and abrasions. The distal end of the main tube had various scratch marks with light material removal. The scratches were .153 - .133 in length and not aligned with the tube axis. No other damage found. The customer reported complaint does not in itself constitute a MDR reportable event; however; the damage to the instrument's main tube, found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.